Event description:
The surgeon, reported that the patient had a constrained trident liner implanted in 2007. Surgeon reported that there was a luxation of the device the next month, the ball came out of the liner, with the plastic ring. The surgeon reported that the patient was revised with the same type of liner four days later.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.